Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. It was noted that there was blood on the distal conductor. The analyst commented helix extension/retraction and length testing were performed and all results, including electrical testing, were within specified parameters.

Event description:
It was reported that during implanting procedure, the customer complained that the lead could not be fixed well. The lead was attempted and not used. Another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).